Event description:
Per the surgeon, the patient was treated with oral antibiotics (type, dosage, and duration not reported), due to reported skin irritation at abutment site. The fixture/abutment was explanted per patient request on (B)(6) 2013. The device is not available for analysis.

Manufacturer narrative:
Device unavailable for analysis.